Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level was 325 mg/dl. The customer was admitted at children's hospital in (B)(6). The cause of the customer hospitalization was unable to verify if was due to insulin pump or not.